Event description:
I was implanted with essure on (B)(6) 2013. The initial procedure went well. I had bleeding afterwards and heavy bleeding that continued for 2 months solid then I would stop bleeding for a couple of days then continue with heavy bleeding for a couple of weeks then stop bleeding for a couple of days and this continued. I also had severe pelvic pains that would come off and on. I ended up being severely anemic from the blood loss. I had lots of hair falling out and bruises all over my body. I also had lower back pain after having them inserted. I called my doctor who implanted them and they told me they never had any patients with these symptoms. I told them I wanted them out of me because I've been bleeding and in pain since having them in. They decided not to do the hsg test because I wanted them out. My other doctor decided removing them would be best. I had a hysterectomy on (B)(6) 2014 leaving ovaries. The bleeding, pain, bruising, and hair loss have all stopped and I feel a lot better now.